Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor is continuously beeping. There was no reported patient impact or injury.

Manufacturer narrative:
Updated product information as confirmation of product type was received.

Manufacturer narrative:
Updated health impact grid.

Manufacturer narrative:
Updated the (device) problem code grid.